Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient's daughter reported that the patient had a medical procedure. A follow up call was made to the patient's peritoneal dialysis nurse. Per the nurse the patient reported abdominal pain on an unknown date and went in for an ultrasound shortly after. The ultrasound found a hernia and the patient went in for a hernia repair on (B)(6) 2015. The patient was doing in center hemodialysis for two weeks, however their central venous catheter blocked due to "bad veins". The patient then got permission from their doctor to restart pd treatments at home on the cycler and has been doing well. The nurse does not know the cause for the hernia or when it appeared but the doctors say it was not pd related. The patient does not carry fluid during the day and would experience the abdominal pain throughout the day. It is unknown if the hernia was worsened due to pd therapy. The nurse was not aware of any related medical history, drug history, or concomitant medications.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. Medical review revealed that they did not contain dialysis treatment records, progress notes, physician orders, medication records or additional laboratory results for review. There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of hernia. Abdominal hernias are usually caused by high intra-abdominal pressure on a weak point of the muscular layers that make the abdominal walls. There are many factors associated to the risk of abdominal hernia in peritoneal dialysis patients with end-stage chronic disease. Hernia is a well known risk factor in pd therapy. Review of this case does not change the current benefit-risk for the liberty cycler.

Event description:
The patient's pd nurse stated unk if pd therapy exacerbated the injury. On (B)(6) 2015, the patient underwent a herniorrhaphy and the patient's treatment modality was changed from pd to hd postoperatively for two weeks to heal the surgical site, and then changed modality back to pd therapy. At the end of he two weeks period of performing in-center hd treatments, the patient's central venous catheter blocked due to "bad veins." As of (B)(6) 2015, the patient has fully recovered and continues to use pd therapy.